Manufacturer narrative:
Additional information: the lesion was pre-dilated. The device was not moved or repositioned in the lesion while inflated. Patient medical history provided. Product analysis: the device returned for evaluation with the balloon in a pre-inflated state with the stent present and unexpanded. The stent exhibited deformation at the proximal end with struts raised. A longitudinal balloon burst was observed on the balloon material at the proximal balloon bond. The balloon could not be pressurized due to the balloon burst. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent a balloon burst / puncture occurred during stent deployment. The balloon burst at 6 atm on the first inflation. The device was inspected with no issues noted. Negative prep was not performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The lesion being treated was a non tortuous, mildly calcified lesion with 80% stenosis located in the distal right coronary artery (rca). No patient complications have been reported as a result of this event.